Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal edge of the crimped stent was distorted, damaged and lifted upwards from the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-apr-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex (cx) artery. After a 6f non-bsc guide catheter was engaged, an extra support non-bsc guide wire crossed the lesion, and pre-dilatation was performed with a 1.5x15 non-bsc balloon catheter, the lesion area was checked through opticross imaging catheter. Since cx main vessel was also stenosed, the physician used a 2.0x15mm non-bsc balloon catheter to dilate the lesion and intravascular ultrasound (ivus) was performed. A 2.25 x 16 synergy¿ drug-eluting stent was then advanced but was caught by a previously implanted 3.5x18mm non-bsc stent in the left main trunk (lmt). The physician decided to use a non-bsc guide extension catheter; however, the tip of the guide extension catheter could not cross and the synergy¿ stent failed to cross the lesion as well. The target vessel was treated with balloon dilatation only. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.